Event description:
It was reported that, "pt was experiencing pain and loosening and was revised in (B)(6) 2010; since his revision he is now pain free."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.